Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed that the proximal insulation was damaged/abraded due to friction with the pulse generator can. The reported noise problem could occur if the exposed metal of the proximal coil came in contact with device can.

Event description:
It was reported that the igems revealed noise and auto mode switching. The lead was removed.